Manufacturer narrative:
The serial numbers of the entire system were known; however, it was not known which serial numbers specifically applied to the left lead and left extension. Below is the information for the entire system: extension serial number: (B)(4), implant date: (B)(6) 2008, mfg date: 2008-06-06, ubd: 2012-06-06. Extension serial number: (B)(4), implant date: (B)(6) 2007, mfg date: 2007-07-13, ubd: 2011-07-13. Extension serial number: (B)(4), implant date: (B)(6) 2007, mfg date: 2007-07-25, ubd: 2011-07-25. Lead lot number: b0726294k, implant date: (B)(6) 2007, mfg date: 2007-06-18, ubd: 2011-06-18. Lead lot number: b0726293k, implant date: (B)(6) 2007, mfg date: 2007-06-18, ubd: 2011-06-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection of their left side dbs brain lead and had their entire left side dbs system explanted. The issue was resolved at the time of the report. No further complications were reported as a result of this event.